Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around noon on (B)(6) 2013. The patient reported blood glucose results of "301 and 395 mg/dl" with the subject meter. The patient manages his diabetes with insulin. It is not known if the patient made changes to his usual management routine at the time of the alleged issue; however, on the evening of february 8, 2013, the patient administered self his usual dose of insulin (20 units). That same afternoon of (B)(6) 2013, after the start of the alleged issue, the patient claims he had symptoms of diarrhea, shakiness, fuzzy vision, sluggish and sleepiness. No additional treatment was specified. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The pateint did not have control solution to perform quality control testing. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.